Manufacturer narrative:
Citation: marus-andre deutsch. Beyond the 5-year horizon - long-term outcome of high-risk and inoperable patients undergoing tavr with first-generation devices. Neurointervention. 2018 march 27; pii: eij-d-17-00603. Doi: 10.4244/eij-d-17-00603 earliest date of publish used for event date.no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the five-year outcome of high-risk and inoperable patients undergoing transcatheter aortic valve implantation (tavi) with first-generation devices.  All data were collected from a single center between 2007 and 2009.  The study population included 300 patients (predominantly female; mean age 81 years), 214 of which were implanted with medtronic corevalve (serial numbers not provided).   Among all patients adverse events included: neurological events, permanent pacemaker implant, severe paravalvular leak (pvl), increased gradient, valve dysfunction requiring an intervention, thrombosis, bleeding and major vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product.   No additional adverse patient effects were reported.